Manufacturer narrative:
Film evaluation results are: the cause of low position of the bifurcate could not be determined from the films provided. It is unclear if the bifurcate migrated or was initially placed low. The anatomy at implant is unknown, and earlier post-implant films, including the implanted location of the bifurcate, were unavailable for review and comparison. Although no endoleak was seen distal to the neck, contrast was observed within the aneurysmal proximal neck from a proximal type I endoleak. The cause is unknown, but may be due to disease progression; neck dilation. The cause of the observed thrombus within the contra/right limb could not be determined.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during a routine follow up, a CT identified that the bifurcation was 15mm low but still with seal. No endoleak was noted. Per the physician's statement, the cause is unknown. The physician stated that they were not sure if the device had come down or was placed low. No additional treatment will be performed. No clinical sequelae were reported and the patient will continue to be monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.